Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for an insertable cardiac monitor implant for syncope and was brought to the cath lab. The device was implanted without incident. Prior to closing the pocket, the device was tested and noise was noted. Multiple attempts were made to address the noise. The noise was persistent and no discernable r-waves were present. The physician then decided to retrieve the device from the patient and re-position. The device was removed and barely inserted into the original patient pocket just to see if any electrograms were present or if the noise resolved. The noise was persistent. The device was removed and replaced. The patient did not have any adverse events from this procedure.

Manufacturer narrative:
Analysis performed indicated that the device exhibited normal device characteristics. Sensitivity test was performed on the device and it was able to sense within the product specification. Visual inspection did not find any foreign material on the header feed through pin that could contribute to the sensing complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.